Event description:
It was reported that (1) device was used during a gastric procedure. It was reported by the affiliate that the tct75 stapler would not close to cut or staple. Another instrument was used to complete the case. There was no consequence to the pt.